Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09973. It was reported that vessel perforation and patient death occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 1.50mm rotalink¿ plus and a rotawire were used to advance and treat the target lesion. A 330cm rotawire¿ was used to advance to the target lesion. During the procedure, difficulty in crossing the lesion was encountered and it was noted that the coil part of the wire was stretched. The wire was exchanged with another rotawire and performed ablation for three times at 180,000rpm for about 60 seconds each. During the third ablation, it was noted that the coronary artery was perforated. After the perforation, a non bsc stent was placed. However, perforation occurred in the distal of the stent. Then, a non bsc balloon was used in attempt to stop the bleeding. Then, a second stent was placed in front of the first stent, but perforation also occurred in the proximal of the second stent. The physician attempted to stop the bleeding in lad and completed the procedure insufficient. The procedure time was 8 hours. An intra-aortic balloon pump (iabp) and percutaneous cardiopulmonary systems (pcps) were inserted to the patient and was monitored. Then, the patient was prepared for transfer to another facility of cardiac surgery. The patient died before the transfer.